Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer stated that there was mis calculation of bolus insulin by the insulin pump and resulted in low blood glucose value of 1.9mmol/l. Customer treated with food and glucose tablets. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.